Event description:
As reported by the user facility: event 1: IV tubing that had been changed sun 8/27 am and was infusing without problems began having constant air-in-line alarms at start of sun 8/27 p shift. No med was infusing. This tubing did not have anti-siphon valve. Replaced above IV tubing to a new line. This did not have anti-siphon valve on it; was infusing fine prior to acyclovir. At 2300, when acyclovir dose started, multiple air-in-line alarms began. Attempted to manually clear bubbles from tubing then attempted to infuse on 4 different pump channels and still could not get infusion to start. Changed IV tubing to new set again. Still with multiple air alarms. But after much effort was able to clear bubbles, infusion started. Had to waste 1 acyclovir dose because of tubing change. Total time in this room dealing with this issue: acyclovir infusion delayed. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
Event 1: this report has been identified as b. Braun medical internal report number (B)(4). Two used samples were provided for evaluation. The samples were visually evaluated, and no defects were observed. In an attempt to replicate the reported defect of the air-in-line alarm on the pump, the sample was attached to the pump and then tested by running therapy while staggering the rate of flow throughout the therapy. No alarms occurred during the testing of the returned sample. Samples were also leak-tested with passing results. A measurement of the outer diameter of the pump segment tubing was taken and was found to meet specifications. The reported defect was unable to be confirmed. An approved project is in place to further address issues with air in line. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.